Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. Customer experienced a headache and obtained a high sensor scan result, after which he self-treated with insulin accordingly. Customer further reported his glucose "was dropping 160 points in 20 minutes" and he experienced a loss of consciousness. Customer contacted paramedics who upon their arrival, obtained a reading of 40mg/dl on their device and treated the customer with unspecified intravenous treatment to "revive" the customer. Customer self-treated with "sweet salty peanut bar" and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.